Event description:
It was reported that at the six month follow up visit post implant of a laparoscopic adjustable gastric band procedure, a small gastric dilatation was identified upstream of the band and the patient had gastroesophageal reflux. The band was completely deflated with an important "shrinkage". No other information was provided despite additional follow up. If additional details become available, a 3500 a supplemental will be sent.

Manufacturer narrative:
(B) (4). (B) (4). Device remains implanted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.